Event description:
It was reported that the administration tubing detached from the flow restrictor of a large volume infusor which resulted in a leak. This issue was discovered prior to patient use. The device was filled with cefazolin 6000mg in 240 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from august 9, 2022 - august 11, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed device leaked due to a broken tubing line at the junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.